Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleeding episode on (B)(6) 2021. The patient had experienced a hemoglobin drop, fatigue, and dark stools. A gastric arteriovenous malformation (avm) was found via push endoscopy and treated with argon plasma coagulation (apc). The patient was additionally treated with blood products and taken off of aspirin.